Manufacturer narrative:
The DHR review confirmed the ilet met all manufacturing specifications prior to release. Log data was not available on the day of the event, however log data up to (B)(6) 2025 showed the ilet was performing to specification including alerting the patient of high glucose. The cause of this event cannot be determined. Should additional, relevant information become available, a supplemental report will be submitted.

Event description:
On (B)(6) 2025, a patient's wife reported a patient experienced a high bg event, with a bg of 211 mg/dl. The spouse also reported the patient was incapacitated and lying on the ground therefore they could not treat themselves. The spouse called ems where the patient was transported to the ER. At the ER, the patient was treated with insulin injection. The patient's bg dropped to 167 mg/dl and was released from the ER. The patient remains on their prior therapy.